Manufacturer narrative:
The instrument was returned to isi and evaluated by failure analysis. Failure analysis investigations confirmed the symptom detail that the instrument had physical damage. The proximal end of the tube extension was found to be broken. Three detached pieces of the tube extension were returned with the instrument. All broken pieces were from the proximal part of the tube extension, which is not covered by the mcs tip cover accessory. The three broken pieces were able to be assembled back together with the intact part of the tube extension. A triangular shaped piece was observed to be missing after the parts were put back together. The triangular section measures roughly 0.100 wide x 0.110 tall. The likely cause of the tube extension breakage is mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the mcs instrument allegedly broke off, fell inside the patient, and was retrieved. However, the instrument was returned to isi, evaluated, and a fragment was found to be missing. At this time, the location of the missing instrument fragment is unknown. It is also unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient. There is also no indication that a malfunction of the instrument occurred since the instrument damage can be attributed to user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a broken main tube. On 12/07/2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the site: the patient did not experience any complications or injuries due to the alleged instrument issue. The fragment was retrieved during the same surgical procedure. The mcs instrument was inspected prior to use and no micro-cracks or issues were identified.